Event description:
During the attempted pci of lad, the bmw guide wire was passed through the guide catheter and across the lesion in the lad. The doctor began to place the stent over the wire when it was noticed that the bmw wire had pulled back was still in the lad. The doctor removed the un-deployed stent and attempted to re-position the bmw wire. At some point in re-positioning, the doctor realized that he could not pull the bmw wire back. It was not across the lesion. It was then noticed that approximately 1 cm of the radiopaque tip of the bmw wire was visible under fluoroscopy. Normally, 3 cm is visible. After consultation with another physician, a balloon catheter was introduced and placed over the wire. The wire and balloon were then removed without difficulty or incident. The procedure was then completed successfully using other products than those described above except for the stent.